Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(4) 2010 and is normally submitted via an alternative summary reporting (asr). Information was subsequently received on (B)(4) 2011 that revealed an out of spec analysis for the lead, (B)(4). As there is new information, this lead no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed. Outer insulation breached environmental stress crack, proximal conductor had blood/body fluid (not obstructed), outer insulation had cosmetic environmental stress crack, and a cosmetic depression. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. The outer tubing was kinked/buckled, the outer tubing overlay melted and had cosmetic environmental stress crack and esc breach (non-electrical), outer insulation cosmetic depression, and apparent explant damage. The device is part of the advisory for this model.

Event description:
It was reported that there was an apparent lead fracture. It was further reported there was an infection. The lead was removed and a new lead placed in a new location. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Event description:
It was reported that there was an apparent lead fracture. It was further reported there was an infection. The right ventricular lead was removed and a new lead placed in a new location. No further patient complications were reported as a result of this event. The left ventricular lead was returned, analyzed and subsequently tested out of specification.